Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -4.50 diopter, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). Claim # (B)(4).